Manufacturer narrative:
As of (B)(6) 2015, the patient was still suffering from vascular occlusion and was under observation. Attempts have been made to find out the reason antibiotics were prescribed but this information has not been provided.

Event description:
Male patient was injected with 0.5cc-0.6cc of radiesse in the "nose area" (from the tip of the nose up toward the glabella) on (B)(6) 2015. During injection, the patient experienced blurred vision to the left eye and bruising to the nose. After injection, the injector, dr. (B)(6), accompanied the patient to (B)(6) hospital(ntuh)emergency room for examination, including ophthalmoscopy examination and a CT scan. The result of ophthalmoscopy examination showed no vision impairment. The CT scan showed partial peripheral vascular occlusion. The patient was not hospitalized initially. Dr. (B)(6) prescribed oral steroids and oral antibiotics for the patient. The patient went to the hospital for hyperbaric oxygen therapy on (B)(6) 2015 and was hospitalized in the late evening of (B)(6) 2015 for continuous treatment. As of (B)(6) 2015, the patient was still suffering from vascular occlusion and was under observation.

Manufacturer narrative:
Additional information has been received: the patient had a scab form on his nose and glabella area. The patient was discharged from the hospital after eight days and sent home on the following oral medication: augmentin 1 gram bid, aspirin 100mg qd, and methylocabal 500mg tid. The patient has improved. Part of the facial scab has flaked and he can open his eyelid a little bit. The patient continues to have hyperbaric oxygen therapy once per day. The patient's vision is normal, but he has a little bit of ptosis. A scar remains at patient's nasal dorsum. The injector plans to perform laser treatment for the scar after the skin tissue is healthier. The (B)(6) is located in (B)(6). Device not returned to manufacturer.